Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A caregiver reports that the customer received unspecified low adc device scan result and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not experience any symptoms but was unable to self-treat requiring a caregiver to provide honey for initial treatment. The customer then had contact with a healthcare professional (hcp) who obtained an unspecified blood glucose reading on a competitor brand meter device compared to unspecified lower adc device scan result. There was no further treatment provided to the customer by the hcp. There was no report of death or permanent impairment associated with this event. An adc device scan result of 65 mg/dl was compared to competitor brand meter reading of 170 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. It is unknown when these readings were obtained in relation to the reported adverse event.